Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years, 7 months. A section of the percutaneous lead (lead) approximately 10.5¿ long was returned for analysis. The evaluation of the distal end of the lead confirmed an issue that could have contributed to the reported event. Evidence of a prior clamshell repair was observed. The lead was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The clamshell, silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the lead approximately 0.75" from the metal connector revealed breaches to the insulation of the green, black, brown, and red wires. The green wire redundantly supports motor phase 1; the black and brown wires redundantly support motor phase 2; and the red wire redundantly supports motor phase 3. Further analysis revealed that the observed wire damage appeared to be the result of repetitive flexing against the proximal edge of the clamshell. Additional breaches were observed along the black and red wires. The remaining wires were slightly abraded, but were otherwise unremarkable. If the exposed conductors of the green, black, brown, or red wires made contact with the braided shield while the patient was operating on the power module, the resulting short to ground would have resulted in the patient's red heart alarms and pump stoppage. The reported event also could have resulted from a phase-to-phase short if any of the exposed conductors made direct contact or simultaneous contact with the braided shield on the power module or battery power. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that review of a data log file was requested. Upon review of the data by the manufacturer's technical services representative, three audible and visual red heart/low speed hazard alarms were observed on (B)(6) 2015, with speed reductions as low as 2480 rpm. These events only appeared to be occurring while the pump was connected to the power module. Approximately 21 days later, data log information was again submitted which reflected several low speed and pump stoppage events recorded throughout the log file which appeared to occur on both power module and battery support. On (B)(6) 2015, the patient was admitted to the hospital due to the reported alarms. The system controller was exchanged and the patient was placed on a non-grounded power module patient cable. On (B)(6) 2015, the manufacturer's technical services representative performed a percutaneous lead replacement and no further alarms were reported. The patient remains admitted until inr is therapeutic and was planned for discharge shortly. The patient remained asymptomatic throughout the series of events. No further information was provided.